Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included sciatica down their right leg which made it hard for the patient to go anywhere. The pump was implanted to help with the sciatica and the patient also used pain patches. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On (B)(6)2018 the patient reported that at the end of (B)(6) 2017 their pump alarm was beeping, but they didn¿t know what it was. The patient had to go through withdrawal until the pump was replaced. The patient¿s pump had reached eos (end of service) in early june 2017 based on longevity but was not replaced until mid-(B)(6) 2017. No further complications were reported/anticipated.